Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the wires did not connect properly during surgery. Patient said they went in to see the doctor about a week ago and they had to get an x ray taken of the device. Patient mentioned that the wires were disconnected and the device was shut off until they figure out what was wrong with it. The patient was redirected to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va30wyp, implanted: (B)(6) 2024. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133. Lot# va30wyp. Implanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare professional(hcp). It was reported that the cause of the "wires did not connect properly during surgery" was unknown. Steps were or will be taken to resolve the issue was replacing leads. The issue was not yet resolved.